Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the customer's reported issue and noted that upon power up, the iabp generated a maintenance required code# 14. The stm replaced the scroll compressor then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during start-up by the customer, the cardiosave intra-aortic balloon pump (iabp) generated a power-up fault code #14. There was no patient involved and no adverse event was reported.